Event description:
Omnipod lot number l40457 of new style pod. A lot of pods do not prime correctly causing pod failure. I have tried to contact insulet corporation in regards to this issue but they have failed to answer their customer service phones. I was on hold for over 2 hours. Company is not properly handling customer complaints by avoiding them. Product is not as claimed due to high rate of failure.